Event description:
Surgeon was using enseal laparoscopic tissue sealer and the product was not working correctly. The enseal machine indicated the surgeon needed to re-grasp, surgeon re-grasped multiple times, and the machine indicated to replace the disposable product. New enseal opened worked appropriately.======================manufacturer response for laparoscopic tissue sealer, enseal laparoscopic tissue sealer g2 curved jaw 5mm 35cm (per site reporter).======================the rep was present during the surgical procedure aware of the problem with product.